Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.